Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause for the defective power supply unit cannot be positively identified. No adverse event resulted from the defective battery supply. The pt was issued a replacement battery charger.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the battery charger would not power on or charge the pt's battery packs. The pt was issued a replacement charger.